Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the a doctor appointment and he was treated by the doctor with a manual injection. Customer's blood glucose reading at the time of the appointment was 525 mg/dl. Customer stated that he was very thirsty and extremely dizzy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.